Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most likely cause of the event of no image was due to a faulty locking mechanism of the video connector which prevented the conduction of the image signal. The root cause of why the printed circuit board failed could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The olympus, model cv-190, evis exera iii video system center, was returned to olympus for processing with no problem reported. Upon inspection and testing of the returned device, it was determined no image was not present. This report is submitted for the malfunction of no image. As this was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation determined no image was present when the suspect device was tested with olympus, model series 180 scopes. The cause of the problem was assigned to a faulty patient board set. The investigation is ongoing and the definitive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.